Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to a dislocation caused by a broken haptic. During the original iol implant procedure, the surgeon noted a hole in the posterior capsule during quarters aspiration and prior to a lens being placed in the eye. Due to this finding, the surgeon performed a vitrectomy and elected to a place a sulcus iol. Two sutures were used to close the incision. The surgeon reported that immediately following iol implant surgery, the patient did not show any particular problems. On a subsequent postoperative visit, the patient reported blurred vision that had begun two days prior to the visit. On examination, the surgeon noted the patient's visual acuity had decreased. When examining the anterior chamber, the surgeon noted the iol had fallen inferiorly. A haptic was noted to be overlapping the center of the optic, but the insertion could not be seen. At the time of the iol exchange, the surgeon noted the haptic was completely separated from the optic and rested on the iris. When removing the optic, the inferior haptic was also noted to be broken. Additional information has been requested.